Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient had a revision surgery following weight loss. The patient stated that the ins was poking and coming through the skin so the patient's healthcare provider (hcp) revised the ins deeper. The revision surgery was completed on (B)(6) 2017; no additional patient symptoms were reported. There were no further complication reported or anticipated.